Event description:
A complaint was received reporting a low reading issue with the adc device. On (B)(6) 2022 , the customer obtained an unspecified low sensor reading and experienced "acidity in the mouth", headache, and had a seizure. The customer was brought to the emergency room where a healthcare meter result of 398 mg/dl was obtained compared to a sensor scan of 65 mg/dl. The customer was provided 3 units of rapid insulin by a healthcare professional for the treatment of hyperglycemia. There was no report of death or permanent injury associated with this event a reading comparison of sensor reading 'lo' (less than 40 mg/dl) compared to a healthcare meter result of 221 mg/dl was reported in addition to 65 mg/dl sensor reading against 398 mg/dl healthcare meter. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (3mh00679jm0) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A complaint was received reporting a low reading issue with the adc device. On (B)(6) 2022, the customer obtained an unspecified low sensor reading and experienced "acidity in the mouth", headache, and had a seizure. The customer was brought to the emergency room where a healthcare meter result of 398 mg/dl was obtained compared to a sensor scan of 65 mg/dl. The customer was provided (B)(6) units of rapid insulin by a healthcare professional for the treatment of hyperglycemia. There was no report of death or permanent injury associated with this event a reading comparison of sensor reading 'lo' (less than 40 mg/dl) compared to a healthcare meter result of 221 mg/dl was reported in addition to 65 mg/dl sensor reading against 398 mg/dl healthcare meter. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.